Event description:
The user facility reported that during a patient procedure, their 3080 r surgical table moved further into trendelenburg position without being commanded to do so. The patient was transferred to a different table resulting in a procedure delay. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
Following the reported event, the user facility's biomed department inspected the surgical table and found it to be operating according to specifications. No issues were noted. A steris service technician arrived onsite to inspect the surgical table and found it to be operating according to specification; no repairs were required. The table was returned to service. While onsite the technician spoke with facility personnel and learned that during the time of the reported event, an employee was asked to move the table into trendelenburg position. The employee utilized the hand control by pressing the trendelenburg position button while conducting another task at the same time. Another employee in the or observed that the surgical table moved further into trendelenburg position then needed. The employee utilizing the hand control realized the table was still moving, shifted her attention back to the table, and the table stopped moving. Based on the technician's inspection and discussion with facility personnel, it is likely that the employee inadvertently continued to press the trendelenburg button resulting in the reported event. The technician offered in-service training on the proper use and operation of the surgical table and hand control however, the user facility declined. No additional issues have been reported.